Manufacturer narrative:
Investigation summary: customer returned photos of shelf cartons of 1cc, 8mm, 30g syringes from lot # 7170990. Customer states that the lot number is not printed on the shelf carton. The attached photos were examined, and exhibited one shelf carton with no lot number or expiration date printed on the shelf carton. A review of the device history record was completed for batch# 7170990. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: potential root cause is the box may have been feed incorrectly during stamping of the required information.

Event description:
It was reported that a shelf carton of bd ultra-fine ii insulin syringes did not have a lot number printed on the carton. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a shelf carton of bd ultra-fine ii insulin syringes did not have a lot number printed on the carton. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.